Manufacturer narrative:
Submit date: 12/26/17. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported aspirate needle separated from the handle.

Manufacturer narrative:
The product was returned for evaluation and analyzed. The steel hub did not get a proper braze, which created a weak bond between the tube and the hub. Lot information was not provided, so a device history record (DHR) review cannot be performed. Brazing the hub onto the tube is a semi-manual process. Flux is adhered to the tube, then the braze ring is positioned onto the tube. The hub is then installed onto the tube which pushes the ring into place. The ring was not installed in the correct position causing a weaker bond allowing the handle to detach. The management team has been made aware of the complaint. Additional training has been completed for braze ring placement. If information is provided in the future, a supplemental report will be issued.